Event description:
Patient was implanted with tfn and helical blade on (B)(6) 2013. Follow up exam on unknown date revealed that the helical blade had cut out of the femoral head. Patient was asymptomatic of pain. On (B)(6) 2013 patient was returned to the o.r. For revision of the trochanteric fixation nail (tfn) construct. Nail, blade and locking screw were removed. Patient was revised to endoprosthesis. Patient status/outcome was reportedly good. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received.